Event description:
It was reported an asymptomatic patient presented in the clinic for a normal generator replacement. The right atrial lead exhibited noise and low impedance. During procedure the lead was capped and replaced uneventfully. Patient would be followed up routinely.